Event description:
The lever to cauterize got stuck in an on position and began to smoke and got extremely hot while in the pts right leg during operation. It was removed before causing any harm and replaced with an alternate device.